Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had exposed wire. The procedure was completed with no reported injury.

Manufacturer narrative:
The mega needle driver instrument has been returned and evaluated by the failure analysis team and was found to have a frayed pitch cable at the proximal clevis hub. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.